Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration (uf) reading was 114ml, indicating the home patient (hp) drained 114ml more than their programmed fill volume of 150ml. This information gave a total drain volume of 264ml, which meets iipv criteria.